Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading over 600 mg/dl. Troubleshooting was performed. The customer stated that the tubing had small blotches in the line, but the cannula was not bent; so, she had changed the set. The customer then stated that the previous set was placed back onto the reservoir and insulin exited during the fixed prime, but only a tiny amount. The customer also stated that she was using an mmt-398 quickset paradigm insulin infusion set. The customer's perceived reason for event is that the sets are delivering insulin at a slower rate. Nothing further was reported.